Manufacturer narrative:
Patient had a history of hypertension, hyperlipidemia, diabetes and previous pci. Index procedure was prompted by stable angina.

Event description:
During index procedure the patient had a resolute integrity drug eluting stent placed in the right posterior descending and 6 weeks later had another resolute integrity drug eluting stent placed in the proximal lad. It was reported that 8 months post index procedure the patient died from cardiac arrest. Cec assessed the event as cardiac death.

Manufacturer narrative:
Evaluation codes, results: inherent risk of procedure ¿ (death) evaluation codes, conclusions: inherent risk of procedure (B)(4).